Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event of thrombosis and a possible embolic stroke are related to procedural issues, patient resistance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that after a left transaortic artery revascularization (tcar) procedure, the patient passed the post procedure neurological check. However, the next day, the patient experienced stroke symptoms, which then resolved. Later that day, the patient experienced speech issues, and the symptoms resolved. The next day, the patient experienced stroke symptoms again, but returned to baseline. The patient was switched to brillinta and imaging did not reveal any abnormalities. Three days post tcar procedure, the patient presented with a hematoma and imaging revealed thrombus within the stent. The physician elected to explant the stent and thrombus was noted within the explanted stent. Additional information stated that the first three events after the procedure that resolved were transient ischemic attacks (tias), and the patient was symptomatic three days after the procedure. Imaging was reviewed by the silk road executive medical director, and the event was determined to be crescendo tias leading to a possible embolic event. The cause of the hematoma is unknown at this time. The patient's symptoms have improved but the patient has not returned to base line. At this time, it is unknown if the reported event of thrombosis and a possible embolic stroke are related to procedural issues, patient resistance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution.